Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not fully seal tissue. No patient injury resulted and a new device worked well to continue the procedure.

Manufacturer narrative:
Additional information: evaluation summary: two lf1723 devices were received for evaluation. The devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the products were within the assigned expiration date at the time of the reported incident. The returned products met specification as received. Visual inspection noted eschar on jaw seal plates for both devices. The customer reported the devices produced no seal. The reported condition was not confirmed. Functional testing was performed with the returned devices on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The devices were activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the devices to function normally and within specifications. The IFU states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that in the beginning of the procedure, the power output was weak and tissue was not sealed. There was no regrasp alarm heard but an end tone was heard by the user. A new device was opened and it worked fine. There was no patient harm or blood loss. An ft10 generator was in use (s/n not available). Note that two devices with the same lot number are to be returned for investigation since it could not be confirmed which one had the issue.